Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and displacement accuracy test. Pump received with cracked battery tube threads. Hardware low level failures alarmed during self test and confirmed in pump history with variable (03) due to broken trace at u1 keypad assembly (pin 6). Volume did change when adjusted. Audio/vibrate anomaly/absence of alarm not confirmed.

Event description:
Customer reported via phone call that crack the side of the battery side going up on insulin pump. Customer¿s blood glucose was 89mg/dl. Customer was advised to discontinue use of insulin pump and revert to backup plan. Insulin pump will be returned for analysis.